Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew0384 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was found to be lengthened and could not be used upon opening the package. There was no reported patient contact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed; however, the exact cause is unknown. One 0.035 in. ¿j¿-tip guidewire was returned for evaluation. An initial visual observation showed a small amount of a whitish residue on the returned sample. The core wire of the guidewire was observed to be broken but the weld tip was observed to be present and intact. The distal end of the coiled wire of the guidewire was observed to be unraveled beginning at approximately 7 mm proximal to the distal tip. A microscopic observation revealed no blood residue on the guidewire. The break site of the core wire was observed to be tapered and slightly curved with a mostly flat and granular fracture surface, which is indicative a tensile failure caused by excessive pulling force. The lack of use residue on the returned sample made it difficult to determine when or where the guidewire was broken. Possible causes include damage during packaging, handling, manipulation, or use.

Event description:
It was reported that the guidewire was found to be lengthened and could not be used upon opening the package. There was no reported patient contact.